Event description:
Bd insyte IV catheter packaged as 24 ga x 0.75" has 20ga (pink hub color) catheter packaged instead of the yellow 24ga product. No pt injury reported. Approximately 5 miss packaged products were reported - only one sent back to MFR - bd.